Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581-over/ under correction. H11- manufacturer narrative: over/ under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. In a separate surgery the lens was explanted and on the same day separate surgery replaced with the same model/ length, different power lens and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Additional data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. In a separate surgery the lens was exchanged with the same model/ length, different power lens and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6. Health effect- impact code (f): "4627" should be removed and code "4629" should be added. (B)(4).